Event description:
Customer reports, after integration of the valtrac ring by purse string suture, the ring could only be incompletely closed. The ring is open at all times. The ring was stabilised with two multilayered sutures. Afterwards, serosa to serosa "apposition" of the anastomosis situs. Ten days post-operatively, there was a bowel evacuation from the wound. The anastomosis was sufficiently cured. The patient was discharged and is well.